Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿. H3, h6: ¿the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the t-anchor implants are implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair procedure, after the fast-fix 360´s t1 implant deployed successfully, t2 was pushed out but failed to be deployed and fell off, which was visible under the arthroscope. They tried to use the clamp to reassemble t2 to the rod. After many failed attempts, t2 was tightened and fixed at the rear root of the lateral meniscus with suture cutter. The suture was cut, and t2 was taken out with the clamp. Since t1 had penetrated the meniscus and was suspended, t1 was left unsecured inside the body. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.